Manufacturer narrative:
Advanced failure analysis was completed on (B)(6) 2024. The prograsp forceps instrument was found to have the grips pin dislodged from its normal position at the joint of the grips. As a result, the grips move freely from each other which may give the impression that the cable was loose or damaged. The instrument was inspected and found to have no loose, frayed, or broken cables. The instrument had 7 remaining uses out of 10. A review of manufacturing history indicated no related non-conformances. The swage of the pin was inspected, and no cracks or damage were observed that would have contributed to the dislodged pin. Grips and other components adjacent to the dislodged pin did not exhibit any damage. It was observed that one side of the pin exhibited the curve at the swage location while the other side appeared to be straight. The pin outer diameter measures approximately 0.0625 inches at the swaged end compared to the nominal pin diameter of 0.0620 inches. Measurement results suggest that the pin was partially swaged. The instrument grip pin can become dislodged and sticking out due to improper swaging.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had a broken cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with other instruments. The procedure was completed using a reserve instrument with a delay of about 10 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grips pin. The loose grips gave the impression that the cable could have come loose, but the root cause is the dislodged grip pin. The complaint was confirmed by failure analysis.